Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 19-apr-2024, it was reported that patient faced an issue with sixteen infusion set cannula was bent. The patient was experiencing the issue from past 3 months and wasted many boxes this year. Also, the patient did not have time and patience to continue wasting the product. Therefore, as per description, the affected quantity is unknown and the end user could only estimate the total amount. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.